Event description:
A screw (pin) was being used to apply an external fixator after an osteotomy. During placement, the pin broke inside the patient's femoral canal. Dr decided to leave broken part in the patient.